Event description:
It was reported that the diaphragmatic stimulation occasionally occurred but was not always noted. During implantation, diaphragmatic stimulation occurred but did not occur at lower values. After implantation, diaphragmatic stimulation occurred when the patient changed positions and left ventricular (lv) lead dislodgement was noted, which may be micro-dislodgement. The output was lowered but the diaphragmatic stimulation remained unresolved. The lv lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.